Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast implantation of an unknown type with mentor breast implants of unknown type and experienced deflation on the right breast implant. The left breast implant was not affected. As a result, the patient had experienced bilateral removal and replacement with saline mentor smooth round moderate profile 275cc breast implants on (B)(6) 2018. There were no accompanying symptoms and the patient has recovered fully after the surgery.

Manufacturer narrative:
On 05/02/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. White material was observed on the shell surface. Pe discovered a rent located at the junction patch. Also, was noticed lines of shell wear on both views of the implant, suggesting in-vivo folding or creasing of the device. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).